Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist pt with dry eye, blurry vision, and delayed healing at prk post-operative visit. This report references the right eye. An add'l report will be filed for the left eye. Add'l info has been requested.